Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with a rv lead dislodgement. Decreased r-waves were noted and chest x-ray confirmed dislodgement. The lead was explanted and replaced due to helix extension issue. The patient was stable post-procedure.